Manufacturer narrative:
Additional narrative: patient height reported as 5 feet 3 inches device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: july 22, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned hammer was examined and the complaint condition was able to be confirmed as the handle was received broken from the shaft; three pieces returned. No definitive root cause was able to be determined however the complaint condition is typically associated wear/tear and degradation of the handle material as the result of repeated sterilization cycles. The returned extraction screw was examined the complaint condition was able to be confirmed as the distal threaded tip as found to be deformed. This failure mode is typically associated with wear and tear. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail was scheduled to be explanted due to painful retained hardware. The unknown tibial nail was originally implanted on an unknown date. Union was successfully achieved. During this procedure, the wooden handle of a slide/fixed hammer 700 gram broke into multiple pieces while trying to remove the tibial nail. No debris entered the patient. An extractor screw was threaded bare when the surgeon attempted to remove the nail as the threads in the tibial nail were damaged. The surgeon used a universal nail extractor set with a conical extractor to successfully complete the surgery. The malfunction of these devices created a fifteen to twenty (15-20) minute delay in the surgery while alternate devices were gathered to complete the procedure. The surgery was completed without any harm to the patient; that patient status/outcome was reported as stable. This is report 2 of 2 for (B)(4).